Event description:
Literature was reviewed regarding 'acute and long-term outcome of silverhawk assisted atherectomy for femoro-popliteal lesions according to the tasc ii classification: a single-center experience'. The time frame of this study was patients from june 2002 to october 2004 and from october 2006 to june 2007. The following medtronic devices were used: the silverhawk¿ device, which is a second-generation directional atherectomy (da) device. Among patient adverse events included: device-related complications such as five perforations at the treatment site (3.0%), two aneurysms (1.2%), and peripheral embolism during 17 interventions (10.4%). Non-device related complications included three cases of false aneurysm (1.8%). Surgical interventions were required in 7% of the cases, including femoro-crural and femoro-popliteal bypasses. Major amputation was performed in two patients (1.2%), and minor amputation in one case due to preexisting gangrene. The overall event-free survival of the entire cohort was 48% at 12 months and 38.5% at 24 months. The event-free survival did not differ significantly between restenotic lesions and de novo lesions. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Ref: 10.1024/0301¿1526/(B)(6). A2 average age a3a: majority sex. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.